Event description:
In 2008, the pt was treated with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and two iliac extender components. The two iliac extender components were combined to create an 8 cm long stent, to be implanted on the contralateral side of the trunk-ipsilateral leg component. The ipsilateral leg was compressed by the iliac extender. As reported, the diameter of the terminal aorta of this pt was 15mm x 18mm. The physician used a pta balloon to expand the compressed part of the ipsilateral leg. The angiogram confirmed both legs were sufficiently patent, and the procedure was completed. A CT scan on three days later revealed that the ipsilateral leg of the trunk-ipsilateral leg component was compressed again. On the next day, a palmaz stent was inserted into the compressed part of the ipsilateral leg of the right limb. A second palmaz stent was inserted in the left limb. The pt was discharged in good condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specs. Please note attached list of additional device used and involved in this event; iliac extender component (pxl161207/05099349).